Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump system was working on 4 (the max) but not on 1, 2 or 3 in cooling mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) further troubleshot with the manufacturer's technical support and revealed the measurement on one of the resistor was off. He couldn't readjust it so he ordered a replacement part.